Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were having sensor issues. They were getting a lost signal on the insulin pump. The customer¿s blood glucose level was 200 mg/dl. The customer had inserted the sensor for the second time and the transmitter did not blink when connected to the sensor. Troubleshooting was performed. The sensor was removed and it was noted that the cannula was much shorter than normal. The customer stated they did have an issue with removing the needle. The product will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 random partial opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Unable to confirm insertion complaint due to customer returned sensor only. No insertion needle.